Manufacturer narrative:
(B)(6). A visual inspection confirmed the reported breakage. The distal tip of the inserter has broken off. The broken portion was not returned. An examination of the break area shows adequate weld penetration. A dimensional analysis of the shaft was performed and was found to meet print specifications. With the limited clinical details a root cause cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The distal tip broke during a knee surgery, the device was not forced. No patient injury or other complications were reported.